Manufacturer narrative:
The complaint products were not returned for analysis. The revision for loosening were not confirmed. The frequency of occurrence ranking scale very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. However, this cannot be confirmed because the component was not returned for evaluation. There is no patient information to assess the patient risk factors. In a review of labeling: device specific risks fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Excessive activity and trauma affecting joint replacements have been associated with premature failure. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a surgeon chose to remove all implants and perform a full left femoral and tibial revision, to increase overall stability. The patient was stable leaving the or. There is no additional information about the event or patient this is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00707, 1038671-2017-00708, 1038671-2017-00709, and 1038671-2017-00711.

Event description:
It was reported that a surgeon chose to remove all implants and perform a full left femoral and tibial revision, to increase overall stability. The patient was stable leaving the or. There is no additional information about the event or patient. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00707, 1038671-2017-00708, 1038671-2017-00709, and 1038671-2017-00711.

Manufacturer narrative:
The complaint products were not returned for analysis. The revision for loosening were not confirmed. The frequency of occurrence ranking scale very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial tray. However, this cannot be confirmed because the component was not returned for evaluation. There is no patient information to assess the patient risk factors. In a review of labeling:: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Excessive activity and trauma affecting joint replacements have been associated with premature failure. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No information, asked not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to tibial loosening.